Event description:
The customer reported a failure to charge in op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to charge in op check. There was no pt involvement. The device was evaluated by a philips field service engineer. Replacement of the processor pca resolved the reported symptom. The device passed testing and was returned to service.